Event description:
React health received a complaint from a durable medical equipment provider that a device has a burnt smell when in use. No patient harm or injury was reported. The device has been returned to react health as of this report. The device was evaluated by react health. The reported complaint was confirmed. It was observed that a fuse was blown on the main circuit board.